Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed out of range pacing impedance values. During an invasive procedure to investigate, the lead was tested with the pacing system analyzer and the impedance measurements were normal. The device was explanted and replaced. Impedance measurements with the new device were normal.